Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the tamper seal to be intact, and one battery contact to be deformed. There was no evidence in the device's event history log. To conduct functional testing, an accuracy test was performed. Upon testing, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: (B)(4).

Event description:
It was reported that during the use of the product, discrepancies between the indicated value on the display and the actually remaining value were observed. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. PMA/510 k are unknown. No product information has been provided to date